Event description:
The customer reported system boot up failed. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation system disk and kv pcb batteries were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.